Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: during the attempt to load the adapter, it was found that a pin from inside the well of the handle disengaged. The pin did not disengage into the patient's cavity. There was no unanticipated blood loss. There was no unanticipated tissue loss. There was no extension of the incision more than one inch. There was no blood loss of over 500 cc's. Surgical time was not delayed beyond 30 minutes. The last known patient status is stable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two photos and one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint. Engineering evaluated the returned handle and confirmed that the female end of the isi pin on the handle was damaged. One pin was bent and another was received broken and separate from the instrument. Engineering also noted the discolored buttons and protrusion of the gasket seal. Further examination of the disengaged component noted a crimped section of the pin that most likely indicated manipulation to bend and grip the pin. Engineering determined that this was likely due to rough handling of the device. The discolored switch block can be attributed to an improper cleaning process, and indicates that the device was most likely cleaned using some sort of acidic abrasive agent. Engineering leak tested the device and noted two gross leaks around the top of the handle. The device was disassembled and the gasket was found to have one section that protruded outward and another that protruded inward. The gasket channel was also found to be bent over the gasket in one area. This was most likely due to extreme heat or chemical processes. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the disengaged pin and the reported condition was confirmed. During this investigation, additional unrelated conditions were identified as follows; the seal was protruding and the buttons were discolored. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.